Event description:
The service report shows the audible alarm failed to activate as expected. The nellcor puritan-bennett customer support engineer verified the failure, and noted that no sound was produced until the alarm speaker was manipulated. The nellcor puritan-bennett customer support engineer reported the speaker produced an abnormal tone and replaced the speaker assembly to correct the condition. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.